Event description:
On 8th march 2023, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the optic was cracked following implantation.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case. The event description provided states that immediately following implantation the iol optic was observed to be cracked. The device was retained and returned to rayner for evaluation; however, only the lens was returned. The injector was not included with the return. Product return inspection was carried out on 20th march 2023. The iol was returned dehydrated in a plastic bag, wrapped inside a piece of gauze. The iol was returned cut in two. Cosmetic inspection of the returned lens showed that both optic pieces were cracked, and that there were no haptics attached to them. The lens being returned cut in two is suggestive of the lens being cut to aid explantation. Product return inspection performed shows that there is significant damage to the lens; however, without the ability to examine the injector it is not possible to determine its origin and/or root cause. The rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of lens. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 111181620.